Event description:
Additional information received reported the pump was explanted on (B)(6) 2014 due to the patient¿s death on (B)(6) 2014 for analysis. It was noted the patient had a recent pump placement and was sent home on (B)(6) 2014 and presented emergently to the hospital with abdominal pain and distention. It was also reported it was questioned if the patient had possible sepsis, possible baclofen withdrawal due to a pump malfunction, or possible cardiogenic shock. It was further reported it was a (B)(6) male quadriplegic with a long medical history and recent baclofen placement. The cause of death was currently pending completion of outstanding tests and analysis.

Manufacturer narrative:
Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2014, product type: accessory. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID: 8709. Serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2014, product type: accessory. Product ID: 8840, product type: programmer. (B)(4).

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4). Conclusion: no longer apply.

Manufacturer narrative:
Analysis of the pump and 8578 catheter (B)(4) found no anomaly. The 8709 catheter (B)(4) was incomplete and returned in segments.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had replacement surgery on (B)(6) 2014. The patient went home that day. Later that night, the patient was uncomfortable and called his health care professional (hcp). The patient was told to take oral baclofen and then went to the hospital. The patient had a cardiac event and was then intubated. The patient was transported to a tertiary hospital by ambulance and then passed away before getting to the hospital. The event required hospitalization and medical intervention. The system was being used to deliver baclofen and dilaudid. It was later reported the date of patient death was (B)(6) 2014. The cause of death was the patient had a cardiac event. It was questioned if withdrawal precipitated the cardiac event. At the implant procedure a back table prime was performed to fill both the pump tubing and the proximal catheter piece. It was unsure if the catheter was clamped during the procedure. It was reported that night the patient had an increase in spasms and pain and the patient was ¿just not himself.¿ the patient was given oral medication and oral baclofen. The patient ended up going to the hospital because of hypertension and agitation. The patient had a cardiac event at the hospital and was intubated. The patient died in transit to a level 1 trauma center. It was reported the baclofen in the pump was compounded. The next day it was reported the hcp was speculating the patient was in intrathecal baclofen withdrawal because during the replacement surgery when the catheter was connected to the connector drug leaked out. The catheter was not cleared and a priming bolus was not performed so the drug that leaked out was unaccounted for. As of (B)(6) 2014, the cause of death was not yet determined. It was later reported that analysis of the pump was requested for malfunction and dosage history.